Manufacturer narrative:
Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Unit had cracked battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm and had damage to the reservoir compartment. The customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer stated that the screen had cracks. The customer was assisted with troubleshooting and reported that the reservoir was able to lock in place into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.